Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was used as recommended and entirely placed on the gel pad. It was found that at the end of therapy, that the pad was leaking and the cot was wet and had to be cleaned and dried. The neonate allegedly had necrosis on the back of his head where his head had been lying on the pad. It was about 1.5 x 2 cm in size. At the time of the reported event the patient was continuing to undergo treatment. Per the complainant, the necrosis began before the pad started leaking .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received one used (B)(6) articgel pad without the original packaging. Per visual evaluation, no obvious defects on the returned pad were observed. It was noted and confirmed that the pad had been used based on the mark on the non-woven protector which has body residues: skin of the patient. It was observed that the non-woven protector was on all surfaces of the pad, and the energy connector and the manifold connectors had no damages. There was no damage noted on the foam that would have contributed to the reported problem. Per functional testing, the pad was submitted to the flow rate test with the arctic sun machine model 2000. The pad was connected to the arctic sun machine model 2000 during 10 minutes, see details below: a total of (B)(6) l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable. The flow rate for this product must be above (B)(6) l/min m2. A tactile evaluation was conducted on all surfaces of the pad and no conditions that would have contributed to the reported problem were noted. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. Do not place arcticgel¿ pads on immature (non-keratinized) skin or (B)(6) babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities.¿ (B)(4).